Event description:
The customer contact reported device breakage; subsequently, a leak was noted. It was reported that the tubing set was initially primed with an unspecified concentration of saline. After an unspecified length of time, it was reported that the tubing set was connected to a solution container and was to be used to deliver an unspecified concentration of rituximab, at an unspecified rate, via a plum pump. The customer contact reported that as the nurse loaded the cassette of the tubing set into the pump, the semi-rigid adapter of the clave secondary port on the cassette of the tubing set cracked. It was reported that an unspecified volume of solution leaked onto the pump. The customer contact reported that the tubing set was clamped above the cassette. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the rituximab was sent to the pharmacy to be remixed. No information was provided if the crack occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The device was not received for testing. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage could have been due to the design of clave port that is directly bonded to the secondary port of the cassette. The catalog # of the device that was in use is unknown. The customer contact identified the device as a plumset and a possible catalog #. The possible catalog # is 12538. This report represents all the information known by the reporter upon query by hospira personnel.